Event description:
ICD implant on (B)(6) 2017 at (B)(6). Transfer of care to the (B)(6) on (B)(6) 2017. Abnormal received on (B)(6) 2019 for increase atrial lead out of range ranging from 706-773 ohms. This has been the range since (B)(6) 2017. Here for a cardiac cath procedure and was interrogated with atrial lead >3000 ohms. The programming on the device was changed from ddd 60-130 bpm to ddi at 60 bpm per physician request. On home monitoring and transmitting. Next clinic appointment for device assessment on (B)(6) 2019 with possible programming changes.